Event description:
Hcp reported the patient's nursing home called stating the patient was having pain and would like to have the oral pain medications increased. The patient then presented for the first refill complaining of increased pain. At the time 12cc more drug was withdrawn from the pump than expected. After this, a myelogram was done which showed catheter patency. At the second refill there was 10cc more drug withdrawn from the pump than expected. A rotor test was now done which showed the pump was functioning properly. On the third refill date, the discrepancy was again 10cc more drug. In 2003, the pump was explanted, replaced, and sent to the manufacturer for analysis. The patient is reported to be "doing ok".